Manufacturer narrative:
(B)(4). Intra-operative video received. At the beginning of the video, tissue can be seen joined by suture with the help of graspers; a pse60a is then introduced with a blue reload, and fired over the tissue. The tissue is then inspected with the use of the graspers; the tissue continues to be manipulated by the graspers in order to apply suture. A pse60a can then be seen with a white reload; the device is placed over the tissue and the tissue is cut, the staple line appears to be complete and no malformed staples were noted. The video provided was reviewed and a revised detail of the video showed that the device cut and formed the staples as intended; this is consistent with the analysis findings of the returned device.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: just for clarification, were the staples deployed into the tissue and malformed? -or- was the device fired and locked-out and not staples were deployed?

Event description:
It was reported that during a bypass procedure, the device did not form staples when the cartridge was fired. A traditional suture was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5672e. Additional information was requested and the following was obtained: just for clarification, were the staples deployed into the tissue and malformed? -or- was the device fired and locked-out and not staples were deployed? Effectively, the staples did not deploy and then it was noted they did not form correctly (although visually the staples seemed well closed). This is justified once the tissue was separated. The analysis found that one pse60a device was returned in good visual condition and with two gst60w cartridge reload present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.